Manufacturer narrative:
The device is expected to be returned. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to customer's blood glucose level as a result of this issue. The customer reverted to an alternate method of insulin therapy.